Manufacturer narrative:
B5. Additional event description added.

Event description:
Additional information was received that reports the cassette will be returned for investigation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a purge pressure low alarm. No signs of pump thrombosis with adequate continuous anticoagulation infusing. No leaks or signs of damage to integrated impella purge sidearm. Purge cassette swapped and primed per console instruction, but new purge cassette not advancing purge solution despite manual compression of purge bag to advance through tubing. A third cassette was obtained and primed again per console instruction with issue resolved and patient well-supported. No patient harm has been reported.